Event description:
It was reported via repair work order that the scale was inaccurate due to load cell failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was initially reported that the scale was inaccurate due to load cell failure, however, investigation determined there was no alleged malfunction and the unit was performing to specification.

Manufacturer narrative:
Supplemental submitted as further investigation determined the scale was performing to specification and there was no alleged malfunction. Therefore, this issue is not likely to cause or contribute to serious injury or death.